Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 18jun2019. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The device was returned used and undamaged. A physical examination showed resistance when attempting to unscrew the device. The device was able to be unscrewed using pliers. The failure mode was able to be recruited by re-tightening the device. All relevant dimensions were found to be within specification, so the device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. Action has been taken to address a potential quality gap relating to this failure mode. A review of the device history record for lot 9570044 and the related subassembly lot showed no nonconformances. A software search revealed no other complaints from lot 9570044 at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of returned product and the results of the investigation, cook has concluded that the main cause of failure is likely to be manufacturing related, traced to quality control deficiency. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k): k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported ¿dr. (B)(6) was using a 'quick-core biopsy needle set last week and had a problem with release between the needle and the white plastic end.¿ as reported the user experienced difficulty with the 16g/5cm needle. The procedure was completed with a similar device successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.